Event description:
Report #2 of 2 for this event. It was reported via legal documentation a patient underwent a right total knee arthroplasty. Subsequently, the patient experienced pain with joint effusion. As a result, the patient underwent a revision of the tibial insert and patella components with joint debridement. A revision operative report was provided. Post operative diagnosis noted right knee synovitis secondary to prosthesis wear. Intraoperatively, extensive synovitis was observed. The tibial insert component was noted to have some wear. The femoral component was noted to be well fixed. There was no evidence of infection. The tibia was noted to be well fixed with a full debridement performed to remove the synovitis. The patella component was noted to have wear with soft tissue and bone overgrowth. The patient was transferred to the recovery room in stable condition. No additional information is available.